Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device was received undeployed. The device was received in pod state 14, indicating it deactivated itself due to timing out during the activation process and therefore did not deploy. The device operated as intended.